Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous cephalic vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported. The patient condition was good.